Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a peritoneal dialysis catheter implanted in their lower abdomen for the purpose of facilitating and augmenting natural renal function. After approximately 21 months of the catheter being implanted in the patient, they were advised that their natural renal function had recovered and that the catheter could be removed. The catheter was removed by the same physician who performed the implant procedure. For the proceeding years, the patient intermittently experienced discharge and leakage of blood and liquids from the area where the catheter was removed, with diagnoses of skin infections, cellulitis with micro abscess and slight growth of (B)(6) for which the patient was prescribed antibiotics and topical treatments. There was then a diagnosis of a resolving cutaneous abscess on the abdominal wall and the patient was referred to a general surgeon for removal options due to the inconvenience of having to wear a bandage at all times. During the excision surgery a foreign body was found in and removed from the site, and was later identified as part of the dialysis catheter which had been implanted previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.